Manufacturer narrative:
While completing daily system center of rotation (cor) 90 calibrations, the customer reported the detector unexpectedly reversed direction and accelerated until it reached the limit switch and stopped. There was no patient involved and no patient or operator injury caused by this event. The customer discontinued use of the system and waited for the philips field service engineer (fse). The fse arrived on site and inspected the system. Initial inspection of the gantry and determined the gantry had rotated past its limits and triggering an emergency stop (e-stop). The fse was able to duplicate the issue and observe the system behavior. The fse disabled the system to prevent any system use. The fse proactively replaced the motor controller, conducted cor 90 and 180 calibrations and cor 90 and 180 quality assurance without issue. The system was returned to clinical use. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the gantry hit its hard limit at the end of the uncontrolled motion. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event. Therefore, this complaint is considered to be a reportable event to the regulatory agency per cnw-073108-00 adverse event reporting procedure (CT/nm). This issue is not a reportable radiation event per cnw-073108-02 CT/ami radiation event reporting.